Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing presented resistance when attempting to thread a guidewire through, and a thin membrane was found inside that prevented the flow of fluid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have defective product... I have a number of failed devices, currently there are 4 on my desk... I did take one of them last week and tried passing a guide wire through the tubing, at the luer lock that would attach to the IV hub I encountered resistance before feeling a ¿pop¿ sensation with the guide wire. Looking in the same end of other devices I see what appears to be a thin membrane preventing the flow of fluid in either direction."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) h6: investigation summary one sample of item mp5303-c, lot 23029079 was submitted for quality investigation. The customer complaint of tubing defective / damaged was verified by visual inspection. Evaluation of the sample submitted indicates that the fluid path in the extension set tubing looks to be partially occluded with solvent. Fluid flow was attempted by connecting the set to a syringe with water. Although there was flow through the tubing, fluid did not flow through the tubing freely and there was some restricting when trying to push fluids through the infusion set using a needless syringe. A device history record review for model mp5303-c lot number 23029079 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a manufacturing issue. A trend for the tubing defective / damaged issue has been identified for this product line.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing presented resistance when attempting to thread a guidewire through, and a thin membrane was found inside that prevented the flow of fluid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have defective product. I have a number of failed devices, currently there are 4 on my desk. I did take one of them last week and tried passing a guide wire through the tubing, at the luer lock that would attach to the IV hub I encountered resistance before feeling a ¿pop¿ sensation with the guide wire. Looking in the same end of other devices I see what appears to be a thin membrane preventing the flow of fluid in either direction."